Event description:
The physician reports that the crystalens trailing haptics tore off during loading of the iol in the staar surgical lens injector cartridge. The damage was noted prior to patient contact.

Manufacturer narrative:
The device history records were reviewed and there were no descrepancies or unusual findings.